Manufacturer narrative:
The customer reported a switch failure during opcheck testing. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a switch failure during opcheck testing. No patient involvement was reported.